Event description:
Renal biopsy was attempted with a bard maxcore biopsy instrument; however when the button was pressed the inner core fired but the outer core did not. This means no core biopsy sample could be acquired with this instrument. Instrument was removed, and a second was opened and used successfully. Packaging and instrument was retained for reporting as defective. Instrument will be packaged in biohazard bag and bin and send to recall specialist per standard work. No known harm to patient, other than slightly increased length of procedure and potential bleeding due to inner core firing, however no significant or uncontrolled bleeding was noted by the physician so we believe that risk is minimal.